Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome. It was reported that the patient¿s ins hadn¿t been working for years (specific year/month/date was not specified). No symptoms were reported. No further complications were reported/anticipated.